Event description:
It was reported that during a laparoscopic gastric bypass procedure, the doctor used the straight 60 to perform the operation. For the creation of the new gastric pouch the doctor selected a blue reload. The first firing cycle was completed without any problem, nothing unusual was noticed. For the second firing the doctor selected again a blue reload. During the firing cycle was nothing unusual noticed and no strange noises were heard and also no extra resistance. After three firing strokes the knife blade did not return to the home position. The doctor had to use the manual release button multiple times to return the knife blade. After opening the stapler it seemed that the firing cycle was not fully completed, it seemed that just 75% of the staples were formed correctly. For the third reload the doctor selected again a blue reload and the exact same thing happened. During the firing cycle was nothing unusual noticed and no strange noises were heard and also no extra resistance. After three firing strokes the knife blade did not return to the home position. The doctor had to use the manual release button multiple times to return the knife blade. After opening the stapler it seemed that the firing cycle was not fully completed, it seemed that just 75% of the staples were formed correctly. The doctor opened up a new straight 60 and finished the procedure without any further problems. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.